Event description:
A site registered nurse (rn) reported that, during navigation in a cranial procedure, two of the three anatomical views were not present depending on where the microscope probe was located on the patient's anatomy. All three of the views would appear independently. The 3d model appeared as expected and the patient was successfully registered using tracer registration. The patient's tumor was superficial and the surgeon opted to discontinue the use of the navigation. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Findings are that when someone stepped on the foot switch, after registration, that action stopped navigation. Software is functioning as designed. (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.